Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system could not display a fluoroscopic image on both monitors on the monitor cart. This could cause the system to become unusable because of the inability to produce live image. There is no report of injury or death associated with the event described in this complaint.